Manufacturer narrative:
Additional information: it was originally reported that this issue occurred outside of a procedure, however, the medwatch form received provided additional information. Patient code updated to reflect patient present. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information via medwatch form (B)(4) that an approximate 0.5 centimeter prong piece broke off of the inserter. The surgeon suctioned it out. The post film for foreign body was negative. Patient's age was provided. Patient identifier was noted as confidential.

Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the end of the capstone inserter broke off. This was reported outside of a case.